Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patent presented in the operating room for a de novo implantation. During an atrial capture test, crosstalk was observed on the ventricular channel. After unsuccessful attempts at reprogramming, the physician elected to replace the device and lead. The patient condition was stable.